Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history, and product history records could not be reviewed because the reporting facility did not provide a lot number, or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, the lens loader was bent on the end and the plunger went under the lens. The surgeon noticed the lens was damaged once it went into the eye. The surgeon removed the lens during the initial procedure, and replaced it with a backup without issue.